Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018, that on (B)(6) 2018, the patient had questions about how the dexcom system works. During the phone call, the patient stated that they were going low and had to disconnect the call to have his wife take care of him. It is unclear if the patient was using the dexcom at the time of contact or if the device caused or contributed to the patient going low. No additional patient or event information is available.